Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; four complaints from this facility (two for consoles with corresponding handpieces) - uncertain of number of cases performed, may be a training issue; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigate the numerous stopped working issues (B)(4). "A" was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage); their console only has a service record for recall activities; there was no documented malfunction; unit placed into demo units as a replacement unit (s/n (B)(4)) was sent so the facility could continue with their schedule procedures there have been no complaints from this facility from (B)(4); this facility had another unit with the same error code (complaint number (B)(4)); cannot determine if it was the unit or the facility.

Event description:
First loss pressure in IV bag. Error stated check cassette. Attempted trouble shoot and re-primed bag. Changed to another complete set and IV. Error code then read check handle. The procedure was partially complete the machine worked for about 1 min 30 sec before malfunctioning. Second case was cancelled.